Manufacturer narrative:
The cause of the discordant amikacin results is unknown. Siemens is investigating this issue.

Event description:
A discordant, falsely low amikacin result was obtained on one pediatric patient sample ((B)(6)) upon auto-dilution on a dimension vista 1500 instrument. The sample resulted as expected upon initial run and was repeated on auto-dilute on the same instrument, resulting lower. The discordant result was not validated for release by the lab but was visible to the physician(s) through the laboratory information system (lis). The physician(s) considered the auto-dilute first repeat result to be correct and increased the patient¿s dosage based on the result. The sample was repeated an additional two times and resulted as expected. The correct result was released to the physician(s). An additional, falsely low amikacin result was obtained on a later date on another patient sample ((B)(6)) upon auto-dilution on the same instrument. The sample resulted as expected upon initial run and was repeated on auto-dilute on the same instrument, resulting lower. It is unknown if the discordant result was released to the physician(s). The sample was repeated on the same instrument by manual dilution and resulted as expected. It is unknown if the correct result was released to the physician(s). It is unknown if there were any adverse health consequence due to the discordant, falsely low amikacin results.

Manufacturer narrative:
The initial MDR 1226181-2013-00370 was filed on august 26, 2013.supplemental MDR # 1 1226181-2013-00370 was filed on september 21, 2013additional information (10/23/2013): a siemens field service engineer (fse) was at the customer site. After evaluation of the instrument and instrument data, the fse did not find an instrument malfunction. The cause of the discordant, falsely low amikacin results is unknown. The instrument is performing according to specifications.no further evaluation of the device is required.

Manufacturer narrative:
The initial MDR 1226181-2013-00370 was filed on august 26, 2013.additional information (08/27/2013): the discordant result of patient sample (B)(4) was not reported to the physician(s). The correct result was reported to the physician(s), and there were no adverse health consequences due the discordant, falsely low amikacin result.